Event description:
This spontaneous report was received on (B)(6)-2012 from a (B)(6) female consumer reporting on self from the (B)(6).the medical history of the consumer and the concomitant medications were not reported.on an unspecified date, the consumer started using ob regular super superplus multipack 40s for menstruation (route-vaginal, lot number-1731m3021, frequency and expiration date unspecified). After an unspecified duration, on (B)(6)-2011, while removing the tampon, the string unraveled and completely came apart leaving it stuck. It took the consumer 3 hours to remove the tampon.the action taken with the device was unknown.this report was assessed as non serious. The company causality was assessed as possible.this report was also considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.